Manufacturer narrative:
Insulin pump was received with pump error alarm during rewinding due to moisture damage on electronic/motor assembly.

Event description:
The product return for an unknown reason. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.